Event description:
We have a human care lift called roomers. We opened a supported living home, we have 3 total care clients. We have this lift in every room, 3 different motors. Every client has gotten stuck in this lift mid air. Emergency down button has not worked to lower these clients slowly. On (B)(6) my son was stuck hanging mid air. One nurse from the other team and myself(mom) attempted everything that we learned to lower him ((B)(6) lbs) and I lifted the unit simultaneously for it to go crashing to the ground. The nurse hurt her back and the lift landed on my son's body for which it weights over 50lbs. I reported this to his ssa. The company claims we are the only house with issues. I find that hard to believe. I believe we are the only house that actually uses this lift. The company said it would look the problem and get back with us. It has been a week and a half and 2 more people have gotten stuck getting lowered from this lift system. I have found no reviews on this system. I am afraid if this system lands on one of our children in this home that it could do major damage to the child. I wanted you to know that I called the company and asked for an in service because of all the caregivers. (B)(6) came out on (B)(6) 2019. This incident happened after a thorough inservice. I am frustrated and we are so worried that we are bringing our son home the week we are on vacation because of safety issues with this lift system. FDA safety report ID# (B)(4).